Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they didn't know the cause of the eri, they didn't check their program often, just every once in a while and just to check it because it worked great for them. The eri just showed up one day and they called to see what it meant. Patient reported they had their ins checked by their doctor and they were told they had another 2-3 years of battery life left and to come back in a year to have it checked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for fecal incontinence, gastrointestinal/pelvic floor, and bowel dysfunction/sacral nerve stimulation. The patient reported that things had been changing lately and that they were experiencing a creamy white substance coming out. The patient stated that they were impacted and then were only going every 3-4 days noting that it was like little pebbles. The patient denied any change in therapy related to positional movement and that they had checked their device but not made any changes yet. The patient stated that they had started a weight loss program and was eating more fruit and vegetables. The patient then noted that they were getting an elective replacement indicator (eri) even though they were told that it would last seven years. No further complications were reported or were expected.